Event description:
Hernia surgery (B)(6) 2017 pain after a week or two, progrip mesh used. Went to new surgeon, second surgery (B)(6) 2018 tried to remove open incision and referred me to third surgeon to try to remove laparoscopically. Going (B)(6) for consult, dr (B)(6) - second surgeon said pain caused by progrip mesh, wants it out to try to help the pain.